Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set was occluded. The following information was provided by the initial reporter: incident occurred 3 times. The valve proximal to the patient on the bd tubing did not deploy. It simply did not work (total occlusion). This incident happened twice with a syringe pump tubing (ref (B)(6)). It happened another time with b-braun tubing ((B)(6)). We noticed it before anesthetizing the patient (so there were no consequences for the patient). Incidents x3 occurred in the week of october 20, 2025. This problem has already been raised by hdq, and the tubings are still in circulation. Complaint noticed: during / after use. Problem frequency: a few times.

Event description:
No additional information.

Manufacturer narrative:
Additional information: provided device expiration (d) and manufacture (h) dates. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.